Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, a patient notify alert was received for capacitor charge time limit reached. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. The high voltage charge log recorded an extended charge time in (B)(6) 2018 and the charge time-out was reproduced during in-lab testing. The battery was analyzed by its manufacturer and the cause of the extended charging was due to high internal impedance in the battery due to a battery anomaly. The reported field event of bpa trigger could not be confirmed. There were no bpa alerts in the device. Additionally, the device image was reviewed, and no indication of a bpa detection was found.

Event description:
New information received on december 26th, 2018 states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.